Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: broken device-made contact with patient- breast and use error-breast: observed, one opening assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "punctured the implant after it was placed in the patient". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "punctured".

Event description:
Healthcare professional reported "punctured the implant after it was placed in the patient". Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16apr2024.

Event description:
Healthcare professional reported "punctured the implant after it was placed in the patient". Device was not implanted.